Event description:
The customer called with a pump problem. The customer stated that the customer could not hear the beeps & tones on the pump. No tones or beeps were heard during the self test even though the pump passed the delivery self test.